Manufacturer narrative:
Correction informationg6: follow up #1h2:if follow-up, what type?h3:device evaluated by manufactureh6: coding changed based on the investigation result evaluation summaryrepeated use causes the cable to break off.

Event description:
A customer requested a RMA for no video image on a ec38-i10l- video colonoscope, indicating that there was no video image. The issue was observed in the operating room prior to use. There were no patient or user injuries, adverse events, delay or medical intervention reported.

Manufacturer narrative:
The reported customer complaint of no video image was not confirmed through evaluation of the device. Evaluation findings were listed as: air/water socket cylinder o-ring chipped, passed dry and wet leak test, distal body chipped the device was cleaned and disinfected and returned to the customer. Should additional information become available, a supplemental report will be filed.